Event description:
An opthalmic surgeon reported the cutter did not cut properly during a procedure. The procedure was completed after replacing the cutter. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).